Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use, 2 bd vacutainer® acd solution a blood collection tubes were found sharing one label. The following information was provided by the initial reporter, translated from portuguese to english: "identified that two tubes were with the same label. (1 label for 2 tubes)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, 2 bd vacutainer® acd solution a blood collection tubes were found sharing one label. The following information was provided by the initial reporter, translated from (B)(6) to english: "identified that two tubes were with the same label. (1 label for 2 tubes)".